Manufacturer narrative:
Analysis was normal. No anomalies were found.

Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
It was reported patient received a vibratory alert for high atrial lead impedance. Upon device interrogation complete loss of sensing and capture were noted. Patient was referred for lead revision. During lead replacement procedure, the new atrial lead failed to signal or capture after multiple attempts were made to reposition the lead. Another new atrial lead was used and failed as well to detect signal or capture. No atrial lead was implanted. Patient was stable post-procedure.